Manufacturer narrative:
Corrective MDR submitted to reflect that there was an adverse event and product problem.

Event description:
Patient reports ptm works and gives bolus but they don't feel relief like they used to. Patient reported that the following symptoms have been resolved, but they were shared during the call. Post-implant pt reports he was not getting pain relief. Pt reports that they increased his dosage to "27" and this was causing him neurological problems. Caller reports that he was on 10 methadone/day, but hcp took him down to a 1/4 per day and then slowly increased. Caller reports that he experienced spasms in his abdomen post-implant. Caller reports that he is on xanax and this takes care of this sx. Caller reports that all these issues occurred in (B)(6) 2008 when he was under the care of dr. (B)(6). Caller reports that he is now on a lower dose of dilaudid and no longer uses a ptm for boluses and his therapy is working well under the care of dr. (B)(6). Caller states he only called to discuss longevity. Drug: dilaudid. It was later reported that following the drug infusion system implant the most pain was caused from the staples they had/removed in the patient¿s back. It was stated that right after the surgery, patient was on a high dose of outside medicines, oxycontin to methadone, four 80 mg of oxycontin four of those a day in addition to breakthrough medicine percocet. It was unclear if this was prior pump implant or after. Following implant patient had y left side spasms in the back which he didn¿t have that before and xanax, was helping controlling the spasms. The patient stated that, when their device was put in initially, they were in a lot of pain. Their healthcare provider said ¿no more methadone for you¿ and did not wean the patient off. The patient was on a real low dose, and they went through ¿withdrawals and things like that¿. The patient further noted that ¿after they put the device in they went through methadone withdrawal because their doctor just gave him percocet for the pain for the operation¿; that he stopped the methadone because the patient was having intravenous medicine put in him. The patient stated that they could not get comfortable, they were in a lot of pain, and ¿muscle spasms were coming on¿. Their healthcare provider said ¿you¿re going through withdrawals in six months¿ so in (B)(6) the patient said ¿he had to find somebody else¿. The patient confirmed that they changed the medicine in his pump; that he had been on dilaudid and that was why he chose it, because he had a surgery and it worked ¿some pain that it was then causing great nausea and vomiting¿. The patient further noted that he ¿was led to dilaudid because it helped on this significant pain he had before the pump was introduced, and that was why he chose it¿. The patient further clarified that he had been in a car accident when he was a kid and had hit a stump head first and then they had to do surgery. The patient clarified that this was before the pump. The patient clarified that the adverse effects, ¿the vomiting and stuff¿ was years before. When the patient found out about dilaudid, he asked to have it put in the pump. The patient clarified that they switched from morphine to dilaudid ¿probably three months after he tried morphine in the pump of that same year¿. The patient confirmed that the morphine had not been covering his pain and was not effective; that he needed it up higher. When their medication was changed, they were agitated at that point because the medication had to be started from the beginning. The patient stated that after the medication was changed from morphine to dilaudid, they still were not getting any comfort. The patient stated that his physician had to ¿give him outside¿ and he was comfortable now. It was unclear when the patient had morphine in the pump and when they switched to dilaudid. The patient had not reported symptoms to the healthcare provider¿s office, and they recovered without sequelae. Additional information received reported that the patient¿s pump hadn¿t worked good over the years and the patient hadn¿t gained much function. The healthcare professional (hcp) did not believe the patient ever got adequate therapy benefit. The hcp mentioned that the patient had substance issues and had ¿several ER (emergency room) visits¿ due to overdose over the years. The overdose was reportedly not due to any problems with the pump but the patient had been getting ¿additional benzodiazepines and things.¿ the patient¿s pump was replaced in 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 8840, product type: programmer, physician. (B)(4).